Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the defective event was caused by the stress of repeated use, external factors, or handling of the device. However, the root cause for this event could not be determined. The suggested events are detectable and preventable by handling the device following the instructions for use (IFU). It was confirmed that instructions for ltf- s190-5/10 operation manual chapter 3, ¿preparation and inspection¿ section 3.3, ¿inspection of the endoscope¿ describes how to inspect for the subject event. Olympus will continue to monitor the field performance of this device.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the deflectable videoscope peeled off tip of the objective lens. There were no reports of patient involvement.